Event description:
Neck pain and muscle tension on the left side 1 year post morpheus8 treatment.

Manufacturer narrative:
Initially the incident was reported to inmode in (B)(6) 2023 concerning a patient having muscle tension and neck pain 1 month post morpheus8 treatment. Initial investigation concluded that the treatment parameters were too aggressive, whereas technical inspection did not reveal any technical issues. The clinic confirmed that the patient returned almost back to normal. In (B)(6) 2024 additional information was received from the clinic stating the patient is still experiencing neck pain and muscle tension on the left side and the condition has not fully resolved. The incident is reported due to longevity of the adverse event. Investigation is ongoing. Follow up narrative: the reported pain/muscle tension seem to stem from a functional neurological problem. However, the tests performed by the patient can diagnose only morphological problems, but not the functional ones. In a healthy patient without a history of thyroidectomy, the incorrect treatment settings used by the operator could not have led to the reported adverse events. Given patient's medical history of partial thyroidectomy on the same side, it is plausible that these functional issues stem from processes not related to the morpheus8 treatment. As no additional information was received from the patient despite inmode's recommendations to diagnose the problem with a neurologist, the exact nature of the adverse event and the root cause could not be established.

Event description:
Neck pain and muscle tension on the left side 1 year post morpheus8 treatment.

Manufacturer narrative:
Initially the incident was reported to inmode in feb 2023 concerning a patient having muscle tension and neck pain 1 month post morpheus8 treatment. Initial investigation concluded that the treatment parameters were too aggressive, whereas technical inspection did not reveal any technical issues. The clinic confirmed that the patient returned almost back to normal. In feb 2024 additional information was received from the clinic stating the patient is still experiencing neck pain and muscle tension on the left side and the condition has not fully resolved. The incident is reported due to longevity of the adverse event. Investigation is ongoing.